Manufacturer narrative:
Visual inspection of the device confirms that the device fractured into two pieces cleanly and that all of the pieces have been returned. The fracture runs from the anterior-lateral corner of the device to the posterior medial edge of the lateral condyle. The device had a field life of three (3) years and three (3) months and was used an unknown number of times. The device is used for treatment. This device was manufactured before the design modification and was part of the re-design scope. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Based upon the information provided, the root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.